Event description:
As reported, after using the 5f exoseal vascular closure device (vcd) part of the plug remained inside the occluder delivery rod and was not fully deployed. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Event description:
As reported, after using the 5f exoseal vascular closure device (vcd) part of the plug remained inside the occluder delivery rod and was not fully deployed. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be a hepatic embolism. The patient had a medical history of hypertension, fatigue, and abdominal pain. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window changed to solid black color. Upon removal, the plug was found partially deployed and partially out of the shaft but did not fall out of the exoseal vcd shaft. The indicator wire was not visible when the device was removed, and the indicator window did not show solid black or any red color during retraction. Excess force was needed to fully depress the button. The device was returned for evaluation.

Manufacturer narrative:
As reported, after using the 5f exoseal vascular closure device (vcd) part of the plug remained inside the occluder delivery rod and was not fully deployed. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be a hepatic embolism. The patient had a medical history of hypertension, fatigue, and abdominal pain. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and the indicator window changed to solid black color. Upon removal, the plug was found partially deployed and partially out of the shaft but did not fall out of the exoseal vcd shaft. The indicator wire was not visible when the device was removed, and the indicator window did not show solid black or any red color during retraction. Excess force was needed to fully depress the button. One non-sterile exoseal vascular closure device (5f), involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer was returned inserted into the received unit. Finally, the indicator window was found in the black/white and red position. No additional anomalies were observed during this analysis. A dimensional analysis of the delivery shaft's inner diameter was conducted on the received unit. The results were within specification. The functional deployment simulation could not be performed because the device was received in a fully deployed condition. A high-magnification evaluation was conducted to inspect the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment and deployment lever (button) actuation difficulty¿ was not observed through analysis of the returned device since the device was received fully deployed and no plug was returned. Dimensional and microscopic analysis was within specifications. The cause of the reported issue could not be determined since the received condition of the device did not match the description provided by the customer as it was received fully deployed. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.